Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer has experienced consistent ongoing elevated blood glucose (bg) levels averaging up to 250 (mg/dl) since the end of (B)(6). Customer also reported that their a1c levels increased noticeably. Customer administered boluses and insulin injections to treat their bg levels. The customer's health care provider (hcp) also adjusted the settings on the pump, had the customer switch from quickset to inset infusion sets, and tried new vials of insulin to treat bg levels; however, customer's bg levels only stabilized when they reverted to a non-tandem pump for therapy.